Event description:
Problems with syncope reported. It was also reported there was intermittent lead capture, probable lead breakage, and exit block on ECG. The lead was capped. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.